Event description:
It was reported patient underwent right total knee arthroplasty in 2004. Subsequently, patient was revised on (B)(6) 2012 due to tibial baseplate and insert fracture and loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01352 / 01353).